Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had a small bump on the midline incision. The physician opened the incision and washed everything out. The patient was doing well postoperatively.